Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/20/2016 with the following findings: evaluation revealed that the abb cover is detached/missing. A battery compartment crack was found to the left of the bumper pad from the threads traveling down to the case seal. The display is dim/fading (pink). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6)

Event description:
The pump was returned for investigation. Evaluation revealed a battery compartment crack and a dim, fading display. This report is made based on results of investigation completed on 04/20/2016.